Event description:
Reporter stated that customer received the following results on 3 different meters within 10 minutes: 29.0 mmol/l (mobile system) 11.1 mmol/l (compact plus system 1) and 11.3 mmol/l (compact plus system 2) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for compact plus system 1. (B)(4).